Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the available information, the dfm100 assy therapy (453564489061) has been sent to the customer site to address the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was identified as a defective dfm100 assy therapy. Further root cause was not determined. The reported problem was confirmed.